Manufacturer narrative:
Product analysis: analysis was able to confirm that the programmer exhibited autonomous cursor movement, with the cursor moving and selecting independently without any user interference and the plug that connects radiofrequency (rf) head to the programmer was broken and rf head connector had to be pushed downward to interrogate due to loose rf connector on link electronic module (lem) board, it was noted that stylus was missed. The lower hinge plate was broken. The cooling fan was noisy. It was further noted that upper hinges were broken and keyboard was not working due to keyboard connector on micro processor unit (mpu) board was defective. Additionally, it was noted that audio speakers were not working. And lower bullets were broken. An electromagnetic interference repair was performed to fix the screen issues and the software was reinstalled and updated to the latest version. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional and system tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information h7. Recall: h9. Correction number: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer exhibited autonomous cursor movement, with the cursor moving and selecting independently without any user interference. It was noted that the plug that connects radiofrequency (rf) head to the programmer was broken. To perform a device follow-up for a patient, the header connector had to be pushed downward while plugged into the programmer, which then allowed the header to establish a signal. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.